Event description:
Lvp bezel recall 2019- (B)(6) 2019 11:52:17 (B)(6) lvp bezel recall 2019 (B)(6) , biomed 907-312-0088 (B)(6), (B)(6) 2019 14:52:03(B)(6) est rcl to mnr (B)(6) 2019 12:42:56 (B)(6) additional repairs $ (B)(6) approved by (B)(6) . Po field updated. Npi (B)(6) 2019 06:14:00 (B)(6) updated from rcl to mnr for the major repairs needed per (B)(6) , service tech. Repair approved per the notes above for $230. Use new po# (B)(6), (B)(6) 2019 06:20:14 (B)(6) minor repairs*(B)(6) 2019 06:29:08 (B)(6) lvp bezel post recall completed. Replaced ail sensor assy was broken housing,mount rubber motor broken and iui connector assy corrosion. (B)(6) 2019 12:38:11 (B)(6) 2019 08:46:54 (B)(6) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn(B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel recall 2019- 09/25/2019 11:52:17 (B)(4). During the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.